Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, the keypad cover was found to be peeling at the ok button. All of the keypad buttons responded appropriately during testing. The complaint of the under-responsive up arrow, down arrow and ok buttons was not duplicated. The keypad cover was removed and there was evidence of moisture found under ok and contrast button contacts. The pump was opened and the keypad flex was found to be fully seated in connector with the latch closed; there was evidence of moisture observed on the keypad flex and connector. Unrelated to the complaint of a keypad issue, investigation revealed that the display lens was found to be peeling and lifted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.